Event description:
It was reported that the ventricular connector on the external pulse generator was broken. The generator was returned for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the ventricular output connector was broken. It was also noted that the upper and lower cases were broken, the battery release was contaminated, both bail covers, ring cover and battery drawer were broken, the lead flex cover was corroded, one printed circuit board flex was creased, the battery contacts were compressed, the ring was missing and the keyboard window was scratched.